Event description:
It was reported "vent dependent patient with a recurrent mucosal pressure injury. Anal mucosal ulcer present on admission, had healed in absence of rectal tube; he now has c. Diff again and so we restarted rectal tube and ulcer recurred. Indication for flexiseal is frequent stooling with nearby sacral stage 4 pressure injury, so we have continued the flexiseal despite the recurrent ulcer. These are all external, e.g., at the anal verge and not inside the rectum."

Manufacturer narrative:
Affiliation: (B)(6). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 8022978.